Manufacturer narrative:
The investigation found that an in-house guidewire could not be advanced into the returned microcatheter, which is consistent with the alleged product issue. Further investigation found exposed coil protruding into the lumen and delaminated ptfe lining at the hub transition. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coil and delamination, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: posterior communicating artery aneurysm. The guide wire cannot pass through the end of the microcatheter. Replace with a new microcatheter. The patient was reported to be "in recovery". When the device was received and analyzed, further investigation found exposed coil protruding into the lumen at the hub transition.